Manufacturer narrative:
The probable root cause is due to a fault acp4 pca. This issue can be resolved by contacting isi and having the fse replace the faulty component.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically. There was a delay of roughly 5 minutes since they had to power everything down and troubleshoot.

Event description:
It was reported that a fault occurred on the system, requiring the boom to be disabled. The site continued with the case after disabling the boom, but had additional cases scheduled. The technical support engineer reviewed the system logs and confirmed the presence of 32101 errors, indicating a high-side switch error on acp4 (shoulder/boom). The technical support engineer recommended performing a hard power cycle of the robot between cases. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the cfg acp to resolve the issue. The system was tested and verified as ready for use. This acp cfg was returned for failure analysis, and the reported error 32101 was replicated and confirmed. In artemis, error 32101 was found, indicating a high side switch error, confirming these faults did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed, successfully programmed, and tested on the pca golden system, where error 32101 was triggered at startup, replicating the reported event. This acp cfg was aba tested with a well-known gold unit and was able to confirm and verify it as the source of the fault. As a result of the test and findings, failure analysis was able to conclude that this acp cfg was verified to be the root cause of the reported event.